Event description:
Pt complained of "burning pain across back" with amplitudes high enough to achieve stimulation across low back area., physician visually inspected each extension and was unable to identify obvious breaks or leaks. There was no sign of infection in pocket site, and no evidence of intercostal nerve involvement. Unit was removed, replaced, and pt achieved excellent stimulation with no extraneous burning.